Event description:
It was reported that the device failed the user test. Physio-control evaluated the device and found a critical failure, resetting by itself. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.